Event description:
Healthcare professional reported left side "intracapsular rupture", "presence of folds", and "pericapsular fluid adjacent to the implant capsule" diagnosed via MRI. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
E1. Phone number continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, crease/folding of implant, seroma-late.